Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error alarm and keypad anomaly. The customer¿s blood glucose was 330 mg/dl at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen and the buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump alarmed insulin flow blocked during the seat test due to moisture damage electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin flow blocked alarm. No critical pump error (open book) during testing. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.